Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned and was tested on a generator and gave a solid tone. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for an error code 3 and temperature issues to occur.

Event description:
It was reported that during an unk procedure, the device was hot and error code 3 was on the display. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt. Add'l info: no one was burned. The machine showed an error code with unk number.